Event description:
It was reported that the customer received a button error alarm on her insulin pump. At the time of the report, the customer's blood glucose level was at 239 mg/dl. She was advised to discontinue use of this insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.